Manufacturer narrative:
H6 - medical device problem code 2017: failure to follow steps / instructions (no femoral imaging was performed). The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Femoral imaging was not performed. Reportedly, cuff misses [suture retrieval issues] occurred with 2 prostyle devices. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.